Event description:
Information was received in 2005 from regulatory authorities and a pharmacist regarding a pt, with a history of two previous synvisc treatments (one in 2005), who experienced phlebitis, leg pain and oedema. The pt began treatment with synvisc in 2005. The pt received an unknown number of synvisc injections into an unknown joint on unknown dates. After receiving the synvisc injection(s), the pt was hospitalized "until a specialist examined her to cure. Phlebitis." The pt experienced a lot of leg pain. Once the phlebitis was eliminated, the physician believed that synvisc initiated oedema. The pt was in a lot of pain and was given codeine and a non-steroid anti-inflammatory drug. At the time of this report, the pt's outcome was unknown. This was the third year in a row that the pt received synvisc (this was the second series of injections for 2005). The pt received the first synvisc injection into an unknown knee in 2005 and "was fine." In 2005, she received the second injection and "had an almost immediate reaction on the same day." The pt experienced swelling and serious pain after the injection. She was treated with painkillers and anti-inflammatory drugs for phlebitis, swelling and discomfort. On an unknown date, she was hospitalized for 24 hours. The pt had "synvisc in her bloodstream" after the 2nd injection. The pt had a cyst in her knee "that the physician had not seen during her tests," which ruptured during the injection, and "that was the reason she had the reaction." In 2005, fluid was extracted from the knee. The pt was not made aware of the results. The pt also underwent blood tests and a doppler, results unknown. At the time of this report, the pt's outcome was unknown.